Event description:
Pt underwent an awake left frontal temporal parietal crainiotomy. 14 mm codeman perforator used at beginning of case, went through the skull and tore the dura. Dura sutured, no injury to pt's brain. Blade and packaging retained.